Event description:
Patient receiving IV hydration with standard IV 3 port tubing and chemo filter. Rn put together tubing set for upcoming chemotherapy infusion. Once connected, the spiros filter line was leaking at the sprios cap ( 18" ext set w/0.2 micron filter clave, spiros, clamp) . After this was discovered, replaced IV tubing with new line set up.

Event description:
Patient receiving IV hydration with standard IV 3 port tubing and chemo filter. Rn put together tubing set for upcoming chemotherapy infusion. Once connected, the spiros filter line was leaking at the sprios cap ( 18" ext set w/0.2 micron filter clave, spiros, clamp) . After this was discovered, replaced IV tubing with new line set up.

Event description:
Patient receiving IV hydration with standard IV 3 port tubing and chemo filter. Rn put together tubing set for upcoming chemotherapy infusion. Once connected, the spiros filter line was leaking at the sprios cap ( 18" ext set w/0.2 micron filter clave, spiros, clamp). After this was discovered, replaced IV tubing with new line set up.